Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave® vented bag spike where it was reported the blue part of the sample leaked. The event occurred during infusion. The device was not reprocessed/re sterilized. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
A photo was provided showing the blue clave on the ch-14 tilted to the side. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.